Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. In addition, the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.